Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.2 was failed. A field service engineer removed the board from drawer 3.2, and once the unit was powered back on, the failure cleared. The fse then used the hardware acceptance test and tested successfully. The system functioned as intended after the field service engineer repair the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 3.2 had hardware failure. The user tried to recover and restart but still failed. There were no adverse events or injuries reported based on this event.